Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend was 100 points off. Insulin delivery suspended due to sensor glucose and blood glucose difference. The difference is outside the acceptable range. Customer stated had issues with continuous glucose monitoring and insulin pump stated her a1c was almost in diabetic ketoacidosis range. Insulin pump had insulin flow block alarm. Event resolved by infusion set, reservoir with complete set change. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.